Manufacturer narrative:
Follow-up #1: date of submission 02/02/2017 device evaluation: the device has been returned and evaluated by product analysis on 01/10/2017 with the following findings: no boluses were recorded on the date of the complaint. The bolus history deliveries and actual deliveries recorded in the black box were less than 5% different. On (B)(6) 2016, the total daily basal deliveries did not match the programmed daily totals due to the activation of the auto off feature. The pump was put on a basal program of at least 1u/hr for 24 hours during the investigation; pump history indicated that the total daily dose was recorded accurately. The pump was tested for flow accuracy and was found to be within specifications.

Manufacturer narrative:
The pump has been returned to animas but not yet evaluated. When the evaluation is complete, a supplemental report will be filed.no conclusions can be made at this time.

Event description:
On (B)(6) 2016, a reporter contacted animas alleging that a patient experienced a hypoglycemic event while on the pump. The reporter stated that the patient had a blood glucose of 21 mg/dl with symptoms of dizziness, confusion, and cognitive impairment. The patient did not receive any treatment above and beyond the normal course of diabetes management. The patient had remained on the pump at the time of the call. The reporter reviewed the pump history and found that the basal delivery totals did not match the active basal program. This variation was determined to be due to the patient suspending the pump and accessing the basal edit screen. There were also variations found in the bolus totals for the pump. This complaint is being reported based on the allegation that the patient experienced a hypoglycemic event while on the pump.